Event description:
The device was not made available to the MFR for analysis & the lot # was not provided. The frequency of these reported problems was examined and no significant increases beyond normal variations were noted. Trends will continue to be monitored. I.v. Therapy technique considerations that may affect the incidence of redness & kinking were reviewed with the customer on 1/31/95 & 2/3/95.